Event description:
It was reported that the keypad buttons are slow to respond and require multiple pushed to elicit a response. No reported damage to the keypad.

Manufacturer narrative:
Follow-up #1 date of submission 09/25/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the ok keypad symbol was worn but the rubber keypad was intact. Evaluation revealed that the ok, down and up keys were intermittently unresponsive and the contrast button responded appropriately. The audio bolus button was found to be difficult to push. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
Follow-up # 1 12/23/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.